Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2014, this patient underwent a left knee replacement surgery and was implanted with a truliant device. Following the surgery, the patient began experiencing worsening symptoms, including, but not limited to polyethylene particulate debris-induced extensive synovitis, osteolysis, effusion, instability, pain and discomfort. The patient received a recall letter regarding her exactech truliant device, and her physician confirmed that she was implanted with a now-recalled device. The patient underwent a left knee revision surgery on (B)(6) 2022, approximately 7 years 6 months after their initial replacement surgery. Patient has not yet undergone any additional revision surgeries on her left knee as of today. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision cannot be confirmed from the information provided but may be the result of prosthesis wear, and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.